Event description:
The customer's mother called to report high blood glucose, vomiting and ketones on the customer. It was then stated that the customer was hospitalized for high blood glucose and the reading was 489 mg/dl. The infusion set was changed two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The high pressure test was performed and the insulin pump did not pass the test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.